Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7084714/7084683.